Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient noted that during the 4-5th week, the aligners made one of the bottom teeth go crooked.

Manufacturer narrative:
Report #3014845255-2024-03500 is a duplicate of report #3014845255-2024-01501 issued on 10/15/2024.